Event description:
Customer has requested review of ECG recorded during deployment of device and evaluation of corresponding shock/ no shock determinations made by device. No patient outcome information provided with the initial report from the customer.

Manufacturer narrative:
(B)(4). Device evaluation pending. Issue is being reported as, at this time, it cannot be determined whether or not a malfunction occurred. Device serial number not provided by customer - date of manufacture is not known at this time.